Event description:
It was reported that an ilet user experienced hyperglycemia to 316 mg/dl after a meal bolus for dinner, followed by hypoglycemia to 53 mg/dl, and subsequently discontinued pump use and transitioned to multiple daily injections. Symptoms included feeling alert during the low and no reported symptoms during the high. Outcomes included self-treatment of the low with apple juice, temporary pump removal, and a decision to stop using the device. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and no identifiable device malfunction, with the cause of the hyperglycemia deemed unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.